Event description:
Dr. (B)(6), reported that he experienced 2 file breakages with probably fake mtwo files. The files could not be retrieved and remain in the patients root canals. N/a. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).